Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia approximately one hour after a meal, with a blood glucose of 287 mg/dl, and was guided to perform an infusion site change and resume insulin therapy. Symptoms included elevated blood glucose without acute clinical effects. Outcomes included no need for professional medical intervention and no interruption of insulin therapy beyond the troubleshooting steps. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-managed with guidance, with no confirmed device malfunction.